Manufacturer narrative:
Clinical review: the nurse stated it was unknown if this patient was using fresenius products when the unspecified infection occurred. Additionally, there were no recorded allegations, nor any objective evidence of this unspecified infection being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. The nurse confirmed the patient did not have any adverse effects due to fresenius products while on hemodialysis. Upon review of the information currently available, the completion of a clinical investigation is not warranted at this time as there is no objective evidence that adverse event was associated with fresenius products. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey, it was reported that a patient was on peritoneal dialysis (pd) therapy and had to transfer to in center hemodialysis (hd) due to an infection. Upon follow up the nurse stated there is no information about the unspecified infection and it is unknown if the patient was even using fresenius products when the infection occurred.